Manufacturer narrative:
Device investigation details: the customer complaint was confirmed from the photo analysis. According to pictures provided by customer, it was observed that one of the electrodes has a damage/bent condition, apparently the electrode has a lifted condition. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. A manufacturing record evaluation was performed for the finished, and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and tip damage occurred. It was reported that during the procedure there were no issues declared on the visualization and handling of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. At the end of the procedure, when the sheath was tried to be removed at the crease of the groin, the physician felt resistance. Physician pulled hard on the sheath to remove it properly from the patient¿s body. When outside the body, it was noticed that one distal electrode of the sheath was damaged and bent. No patient consequences were reported. Two pictures of the complaint device were provided by the customer, and it could be confirmed that the distal electrode was lifted. No internal components were observed.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and tip damage occurred. It was reported that during the procedure there were no issues declared on the visualization and handling of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. At the end of the procedure, when the sheath was tried to be removed at the crease of the groin, the physician felt resistance. Physician pulled hard on the sheath to remove it properly from the patient¿s body. When outside the body, it was noticed that one distal electrode of the sheath was damaged and bent. No patient consequences were reported. On (B)(6) 2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection on (B)(6) 2020 found electrode #2 damaged as it was stated in the complaint. This finding was reviewed and determined it continues to be deemed MDR reportable. Device evaluation details: the catheter was visually inspected, and it was found electrode #2 was damaged as it was stated in the complaint. According to instruction for use) IFU there is a precaution to use this device: -following completion of the procedure, proper precautions should be taken prior to and during removal of the sheath, including but not limited to careful monitoring of clotting time and baseline vital signs. A device history record evaluation was performed for the finished device 00001252 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the electrode damaged cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during shipment/handling. However, this cannot be conclusively determined. The issue did not represent a patient consequence. Additionally, the customer had also provided pictured of the complaint device to aid in the investigation. According to pictures provided by customer, it was observed that one of the electrodes has a damage/bent condition, apparently the electrode has a lifted condition. Based on the pictures alone, the customer complaint was also confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).